Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedances along with low out of range rv intrinsic amplitude. Technical services (ts) was contacted and upon review of the available data, oversensed noise was observed on the rv lead. Ts recommended further evaluation to determine possible lead fracture. Furthermore, tachycardia therapy was reported to be disabled, and further evaluation was going to be performed in the near future to determine next steps. Further information was provided stating that the patient underwent a replacement procedure for the associated lv lead approximately seven months prior. During the procedure the physician noted that the rv lead was performing as expected; however clavicular compression was observed; which, according to the physician, this could be related to the rv out of range impedances. Further evaluation had not been conducted. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received stating that this right ventricular (rv) lead was surgically abandoned and replaced with a lead placed in the left bundle branch. Other than the intervention, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedances along with low out of range rv intrinsic amplitude. Technical services (ts) was contacted and upon review of the available data, oversensed noise was observed on the rv lead. Ts recommended further evaluation to determine possible lead fracture. Furthermore, tachycardia therapy was reported to be disabled, and further evaluation was going to be performed in the near future to determine next steps. Further information was provided stating that the patient underwent a replacement procedure for the associated lv lead approximately seven months prior. During the procedure, the physician noted that the rv lead was performing as expected; however clavicular compression was observed; which, according to the physician, this could be related to the rv out of range impedances. Further evaluation had not been conducted. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.